Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose levels of over 600mg/dl. Troubleshooting for high reading was performed. The customer treated with manual injection. Customer's blood glucose value was 291mg/dl at the time of the call. Customer's husband reported that the high blood glucose levels began on (B)(6) 2017. The customer husband stated that high blood glucose was due to empty reservoir. Customer's husband was advised to monitor pump. The insulin pump will not be returned for analysis.